Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient loosened the tape because it started to itch however everything that was under the tape came out and it was hanging from them. The patient wanted to know what to do about the part that was hanging, a cylindrical part. The patient was sensitive to the tape and was itching so bad in that area that they went to a closer clinic 3 days ago and the nurse replaced it with hypoallergenic tape. That worked only for 2 days and it started itching again. The patient started the advanced trial 1 week ago and it was scheduled to last 2 weeks. The stimulation worked pretty well for a couple of days and then it stopped working and their symptoms were back to where they were before the trial started and they wanted to know why. The patient didn¿t receive any instructions on changing programs. The patient was not told of the restriction prior to being implanted and didn¿t receive any instructions about their activity level during the trial. The patient was just reviewing the handout and it stated to avoid bending. The patient was concerned that because this information wasn¿t verbally reviewed with them that they may have done something to cause the lead to move as they didn¿t adjust their activity level at all. The patient had no falls or trauma. The patient had chronic constipation and was taking some medication for it and recently made a change to the medication and was wondering if that affected their results. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.